Event description:
It was reported to philips that the measurement panel for the device was worn. There was no patient involvement. The customer requested that an authorized field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, it was verified that the ECG connector on the measurement panel was worn/discolored and required replacement. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the ECG port connector. The measurement panel was ordered to resolve the noted damage. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.